Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? All. What vessel or structure was the device fired on at the time of the event? None. It was noticed to fire poorly during the preloading stage. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? Nope. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? Unknown. Did anything unexpected happen prior to this incident? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? Tech preloaded. The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed one clip as intended and it ejected thirteen clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were ejecting out of the jaws and flinging across the room. Now when the surgeon fired it the clips were not forming properly. Case completed with another device of the same product code. There were no patient consequences.